Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in literature article abstract that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used at the closure site. The patient developed allergic contact dermatitis (acd). The patient was challenged to confirm sensitivity. No additional information was available.

Manufacturer narrative:
(B)(4). It was reported in a literature article that a patient underwent surgical implantation of spinal cord stimulator for treatment of chronic back pain. Approximately one week following the procedure, the patient experienced pruritic peri-incisional rash on lower back and right buttock. The patient was administered triamcinolone acetonide ointment 0.1% twice daily and hydroxyzine pamoate 25 mg three times daily for itching. The surgical wounds healed within two weeks of presentation with postinflammatory hyperpigmentation surrounding the scars. (B)(4).